Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited the subject device blacks out upon activating. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. There was no customer allegation. A root cause could not be identified. Based on the results of the investigation: from the inspection of the repair department, this phenomenon was newly recognized. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited panel blackout and alarm as well as circuit board malfunction during startup. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the following fields: b5, h6, h7, h11. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts due to wear and tear between the electrical components and the circuit board without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.